Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 380 mg/dl with vomiting associated with a call service alarm issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the emitting multiple call service alarms.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box showed evidence of one call service (cs-088) alarm on (B)(6) 2014. The black box showed an unexplained pump reboot on (B)(6) 2014 at 23:14; deliveries never resumed. An ezprime sequence and 24 hour duration test were successfully completed with no call service alarms being duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The complaint was verified in the history but could not be duplicated during testing. Unrelated to the original complaint, the pump cover was removed and internal moisture was observed. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.